Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b date of event, section d unique identifier (UDI), section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failed. A field service engineer investigated a failure with tower door 4. Upon inspection, the column was pulled and found to contain old-style detents. The doors were tested using diagnostic software and initially failed. Rx recovery was performed, followed by retesting, and all doors were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.